Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the (B)(6) 2011 and performed self-tests, alongside random manual power ons, up to the (B)(6) 2015. The device records temperatures below the recommended minimum stand-by temperature during this time. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(6) 2015 and the (B)(6) 2016. The device records manual power ups containing nonsensical durations between the (B)(6) 2016. No further log entries were recorded. The returned pad-pak was inserted into the device and the device passed a self-test. No warnings were given at shutdown and the status led continued to flash green. A memory full warning was given at shutdown and the status led continued to flash green. A test shock was carried out and an acceptable measurement was recorded. Upon visual inspection of the membrane tail corrosion was observed. This likely caused the manual power ups recorded. Investigation found the reported fault can be attributed to membrane failure due to corrosion as a result of adverse storage conditions. The temperatures recorded combined with the corrosion on the membrane tail would indicate the device was subject to adverse storage conditions.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.